Manufacturer narrative:
Additional information: b5 - it was later reported that on (B)(6) 2021 the lens was exchanged with a shorter length lens and this resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
Significant reduction of irido-corneal angles. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -13/+1.5/93 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)-2021. The surgeon reports excessive vaulting; elevated intraocular pressure; significant reduction of irido-corneal angles; and topical treatment (prostaglandin drops) were used. The surgeon noted a replacement lens was ordered as a solution. The cause of the event was reported as a patient related factor. Lens remains implanted.